Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported an infusion of dilantin intended to run at 100ml/hr with a volume of 100ml was initiated at 0821 and completed at 0851. The customer suspects a programming error and requests a log review. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of dilantin infusing faster than expected was confirmed in the pcu event log. A review of the event log indicated that the device was programmed at 8:21 am on (B)(6) 2016 to infuse phenytoin non-weight based dosing 1000mg/100ml at the default rate of 200ml/hr and vtbi of 100mland not at 100ml/hr as was reported. The volume recorded as being infused during this period was 108.22ml. The root cause of the reported event was identified as a user programming issue.